Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have one severely bent grip, causing them to be misalignment. The grips were not found to be cracked. A clip cannot be properly loaded into the clip groove of the grip-tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not apply clips. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.